Event description:
An endeavor sprint rx drug-eluting stent was inserted into a pt for treatment of an unk lesion. It is reported that, following stent implant, the pt experienced problems with diarrhea and stomach problems. It is reported that the physician then changed his antiplatelet drug from plavix to effient, and the problem stopped. It is reported that the pt was taking plavix for 10 years, prior to stent implant, with no problems reported. It is reported that pt believes that his body had an adverse reaction to the zotarolimus on the stent.

Manufacturer narrative:
(B) (4). Allergic reaction.